Event description:
It was reported that the arctic sun device had flow issues. Device was sent down for flow issues. During functional it was determined that the circulation pump had failed, device was due for 2000-hour service. System hours 2800. They requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issues. Device was sent down for flow issues. During functional it was determined that the circulation pump had failed, device was due for 2000-hour service and system hours were 2800. They requested quote for 2000-hour service. Per sample evaluation results on 05jun2024, it was reported that there were signs of electrical overstress at the hot side connection between the power inlet module and the ac main voltage circuit. Replacement of the tank seals due to lifting from the tank. The circulation pump flowmeter was replaced for reading low during post functional testing.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.